Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump button to increase the pump power stopped responding. The procedure name is unknown. There were no reports of patient harm.

Event description:
It was reported that the flushing pump button to increase the pump power stopped responding. The procedure name is unknown. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the flow setting cannot be adjusted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the keypad is disconnected, the flow setting cannot be adjusted. A definitive root cause could not be identified. For the flow setting unable to be adjusted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.